Event description:
During an implant procedure, prior to being introduced to the body, the helix of the right ventricular (rv) lead experienced extension and retraction issues. The rv lead was not implanted and another rv lead was successfully implanted to resolve this event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found the helix was retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. The cause of the reported events of helix mechanism issues were isolated to the helix being clogged with blood/tissue.